Manufacturer narrative:
(B)(4). This complaint for a report of a hole in the patient line leaking fluid was not confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10d29025 ) with no issues noted. The cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's (B)(4) requesting assistance to end therapy on the homechoice (hc) machine during fill 1. The home patient (hp) stated that the patient line had a hole in it and was spraying out solution. The hp stated that she pressed stop immediately and disconnected herself. The technical service representative (tsr) assisted the hp to end therapy and the hp would start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) spoke with the hp on (B)(6) 2010. The hp stated that she thought the hole was on the end near the connector. The hp had started over with new supplies and discarded the setup. The hp stated the lot number of the cassette was h10d29025, but refused when asked for a companion sample. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4). No sample was available.